Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to engage the right atrial (ra) setscrew on the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was not used and a replacement device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. The re turned device indicated the set screw was found in the connector bore. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.